Event description:
When the device was used during an unknown procedure, it fired in the normal manner. However, the staples did not fire. There was no patient consequence. One device is being returned.